Manufacturer narrative:
Analysis of livanova complaints database revealed no other similar event notified for batch concerned from the market. Explanatory picture as evidence of the leakage pathway was provided, highlighting that blood poured out of the inside of temperature probe connection holder. No product return was therefore arranged. As part of the CAPA investigation it was identified a partial lack of adhesion between the inner metal pin and the co-molded abs polymer (t-probe components) as cause of the internal leakage pathway. In addition, most of leaking units was found to be assembled with a specific cavity of probe holder (number 3). No information about cavity sub-assembled in complained unit could be retrieved in this regard. Sorting of affected cavity 3 in manufacturing line to venous temperature probe site of inspire has already been implemented. Further investigation investgation is ongoing through follow-up communication, livanova was informed that change-out of the unit was conducted during bypass time and lasted less than 3 minutes. Livanova considered a threshold of 3 minutes of interruption of perfusion as an event reportability decision factor. Events related to perfusion interruptions that lasted less than 3 minutes, without any additional information related to actual patient impact and/or medical interventions other than those reported within product IFU to perform device change-out, will be considered as presumptively non-reportable clinical events. The event has been reassessed as not reportable. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See intial report.

Event description:
Sorin group italia has received a report that, during bypass, a blood leak for the temperature probe holder of the inspire oxygenator was identified. Medical team elected to change out the oxygenator. There is no report of any patient injury.

Manufacturer narrative:
A.1.-a.5. Patient information has not been provided. D.4. The inspire 8f m oxygenator is a non-sterile device assembled into a sterile convenience pack that is distributed in the USA. The expiration date refers to the sterile finished product into which the oxygenator was assembled. The unique identifier (UDI) number of the sterile convenience pack is (B)(4). G.5. The involved inspire 8f m oxygenator is a non-sterile component assembled into a convenience pack that is distributed in the USA. The stand alone oxygenator (catalog number 050703) is also registered in the USA (510(k) number: k180448). H.4. The device manufacture date refers to manufacture date of the sterile, finished convenience pack into which the oxygenator was assembled. H.10. Livanova manufactures the inspire 8f m oxygenator. The incident occurred in united states. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.